Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 25-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server, reviewed the issue and verified that the user account was active and correctly configured. Tss also checked authentication logs and confirmed no login attempts were recorded. Tss recommend the customer to reach out to the information technology team to reset the account and ensure that there were no domain or access related issues. Good faith attempts were made to get the additional information, and no response was received from the customer. The system functioned as intended after the technical support specialist (tss) investigated the device.